Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded, with blood in the inflation lumen (shaft). The device was soaked in a warm water bath for 8 days. The tip, balloon, inner/outer shafts and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, tip damage (flared), inner shaft damaged (stretched) for 6mm and located 46mm from the distal end of the device, and the balloon material was completely separated 7mm from the proximal end of the balloon. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.